Event description:
It was reported that during the procedure to treat a moderately calcified, concentric, de novo and 90% stenosed lesion in the moderately tortuous mid right coronary artery, after performing pre-dilatation and after performing intravascular ultrasound (ivus), a 3.5 x 28 rx xience prime stent delivery system (sds) was advanced into a non-abbott guiding catheter, however, resistance was felt between the sds and the guiding catheter, and also between the sds and vessel itself; advancement toward the lesion was continued against resistance until just before reaching the lesion. The sds was subsequently withdrawn from the vessel with resistance felt, then from the guiding catheter with resistance felt; slight force was applied during removal. The proximal part of the stent appeared to be slightly "swollen", but not flared. Another rx xience prime was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported slightly swollen stent was not confirmed. The failure to advance/cross and resistance during advancement/withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional/ analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance; guide catheter: mach 1. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.